Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the defective scope serial number was (B)(6). The image was inverted. Orientation did not change because of error 23003, and that¿s what caused the inversion. It seemed like it didn¿t register the change from 30 up to 30 down. There was no uncontrolled motion, endoscope was moving normally. Isi has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the initial reporter, and it was confirmed that reseating the scope fixed the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that the image was off and the motion on his arms were backwards. Intuitive surgical, inc. (Isi) technical support engineer (tse) was not able to view error logs as the system live logs was not connected. Prior to contacting the isi tse, the customer reassigned control on the master tool manipulator. The tse recommended removing scope, aligning collar to correct orientation, pressing clutch button to cancel guided tool change, and reinstalling scope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.